Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the expedium verse polyaxial driver assembly consisting of: poly driver handle (part # 299704152 / lot # pu93754), poly driver shaft (part # 299704155 / lot # nn1163811), poly driver sleeve (part # 299704160 / lot # gm42489ne) and 5.5 exp verse fen scr 6.0x40 (part # 199723640 / lot # 111297) was received at us cq. There was no visual damage to note on the exterior of the assembly. In its received condition, the screw tabs appeared to be engaged with the handles threads while the shaft appeared to be engaged with the recess of the screw head. Functional test: functional testing was performed with the returned assembly. The handle was first rotated counter-clockwise to disengage the screw head tabs from the handle. The tabs successfully disengaged, however the polyaxial screw did not disassemble from the handle due to the shaft remaining locked to the screw head. A heavy force was required to disassemble the screw from the screwdriver shaft. The sleeve and screwdriver shaft were then successfully disassembled from the shaft with no issue. It appeared the device disassembly issue was isolated to the screwdriver shaft and the polyaxial screw. In its disassembled state, there was no damage to note on the handle. The device was difficult to disassemble. The handle and sleeve did not contribute to the device disassembly issue. The issue was isolated to the shaft and the screw. Dimensional inspection: dimensional inspection was not performed as there was no observed device damage, and the handle did not contribute to the complaint condition. Conclusion: the overall complaint was not confirmed for the received poly driver handle was observed to have no defect and did not contribute to the complaint condition.there was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for the verse poly driver, handle was conducted identifying that lot number pu93754 was released in two batches. Batch1: lot qty of (B)(4) units was rejected due to an epoxy ring defect. Nr was initiated to address this issue. All parts associated with this nc were rejected and not released. Batch 2: lot qty of (B)(4) units were released on 20-jul-2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H11 corrected data: g1: corrected manufacturer's information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that all four instrument parts have seized together due to malfunction. It was found during the loan kit inspection. There was no patient involvement. This complaint involves four (4) device. This is report 1 of 4 for (B)(4).